Event description:
It was reported by the customer that the pyxis medbank es system cubex application is currently inaccessible, displaying an error message indicating that the drawers are offline. Additionally, an attempt was made to verify whether the network cable was incorrectly connected to the cabinet; however, due to inadequate cell reception, it was not possible to receive images via sms or mms. It was also noted that the device might be sharing a power outlet with a refrigerator, which is known to potentially harm sensitive electrical equipment. The issue may stem from an incorrectly connected network cable or a malfunctioning cabinet controller or cabinet controller interface boards. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that found all drawers in medbank tower not detecting. A field service engineer conducted a replacement of the all-in-one unit, hard drive, cabinet controller, and usb cable, simultaneously addressing both cabinet controller boards. Support successfully updated the firmware, resulting in all drawers now being detected. The serial number, UDI and manufactures details kept blank since the given asset information found to be bd pyxis medbank twr mn 7hh-1hm-3fm. The system functioned as intended after field service engineer troubleshooted the device.